Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician tried to insert enterprise 4.5x28 size, but failed in handling the enterprise. A 28 size enterprise deployed at other position from target lesion. The physician pulled out this m/c and used prowler select plus catheter, and used another 28 size enterprise and prowler plus str microcatheter.